Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% restenosed, 25mm in length, eccentric target lesion was located in the moderately tortuous, moderately calcified and 3mm in diameter left anterior descending artery and left circumflex artery. The lesion contained >45 and <90 degrees bend. A non bsc guide wire was place and the lesion was predilated. Then a 32x3.00mm omega¿ stent was advanced however significant resistance was encountered due to too much curve of the vessel. The device was removed and it was found out that the stent was deformed. The procedure was completed by implantation of a 2.75x32mm and a 3.5x32mm omega¿ stents. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.